Event description:
The surgeon reported a pt experiencing blurry vision after bilateral intraocular lens (iol) implant surgery. Lasik was performed. The medical device report for the right eye has been submitted previously. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.